Event description:
The sales rep reported that (the surgeon) was doing a labral repair where one bioknotless anchor was inserted ok. During insertion of the 2nd anchor he pulled on the suture and the anchor snapped in half, and the third anchor was fully inserted and the distal tip of the inserter broke off and remained within the anchor. The anchor with the inserter tip was left in the patient.

Manufacturer narrative:
Nothing is being returned for evaluation, complaint device was left in the patient. However, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of 200 devices that were released to distribution. There have not been any spikes in inserter tip breakage complaints. The failure mode can not be determined at this time. If more information becomes available a followup report will be filed. No corrective action is required. No further action is warranted at this time. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.